Event description:
Power on resets and clock problem were reported. The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) analysis confirmed multiple por (power on reset) events had occurred. It was also noted that the device clock may have been affected by these events. No anomalous por events were observed during analysis, but the device failed ram testing. The cause of the ram failures was localized to a defect in a microprocessor. The root cause of the unexplained por events in the field was not conclusively determined, but ram failures were found in a microprocessor that may have been related to the por events in the field.